Event description:
It was reported that few months ago, the right ventricular lead exhibited low lead impedance. Programming changes were made. The asymptomatic patient was not pulse generator dependent and would continue to be monitored.